Manufacturer narrative:
We received one single dpt kit model px260 for examination. As received the pressure tubing was found detached from bond joint with the male connector which was connected to the stand-alone stopcock. Presence of bonding solvent was evident at some locations of tubing bond surface area . The tubing od was measured and found to be within specification at 0.1420", near the point of detachment. No other damage was observed from the kit. The dpt zeroed and sensed pressure accurately on the pressure monitor. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, when opening the dpt (disposable pressure transducer) to connect it to the arterial line, the line was found crashed. Using another dpt the issue was solved. There was no allegation of patient injury. The product is available for evaluation.